Event description:
It was reported while using bd safetyglide¿ needle only, 25 g x 1 the needle was clogged and medication could not be expressed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the medication would not push through the needle.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo of a safetyglide 25x1 inch needle package (p/n 305916) batch 1239313 was received and evaluated. The photo shows the top web graphics side of the package. There is no needle or cannula visible in the photo. The reported condition could not be confirmed based on the photo provided. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g x 1 the needle was clogged and medication could not be expressed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the medication would not push through the needle.